Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen with a windows password prompt following a system issue. The field service engineer rebooted the integrated main unit and completed the required windows update, after which the system rebooted and returned to the pyxis application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower displayed a black screen with a blue message prompt to enter password and would not launch the application, and remote support services showed the device was offline. The customer stated that they tried to reboot and recover by restarting and unplugging the machine, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.